Event description:
It was reported that a boston scientific device was implanted in 2005. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received on june 29, 2016 indicated that the complaint device was a repliform® tissue regeneration matrix. Although boston scientific distributes this device, we are not responsible for reporting.

Event description:
It was reported that a boston scientific device was implanted in 2005. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.